Event description:
It was reported that when the devices were used during a laparoscopic duedenal switch, the staple line, at greater curvature of the stomach, ruptured several hours after the procedure. The stapling device was used with a blue reload. The pt had to be operated on again to repair staple line. The stapler and reload were discarded.